Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no reported impact to the customer¿s blood glucose level. Customer used different charging supplies including tandem wall adapter and charging cable until pump began charging.